Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power management board was replaced to address the issue.